Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The event was further described as ¿blue cap would unscrew when they would take off the minicap¿. This was observed during use of the device for peritoneal dialysis therapy. When the separation would happen, the patient would screw it back on carefully. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on unspecified dates of october 2023 to november 2023, further described as "over the past month this would occasionally happen". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.